Event description:
Additional information received reported that the patient had turned her device off a "few months" prior to this report due to urinary retention. It was noted that the patient "forgot" how to use her device and was unable to troubleshoot due to attention deficit disorder. No additional information was given.

Event description:
It was reported that the patient started retaining urine and experiencing cramping pain instead of having incontinence and frequency issues. The patient's physician instructed her to turn stimulation off until she could be reprogrammed. It was later reported that the patient had experienced an intermittent loss of effect, and felt pain, pressure, spasms and a burning sensation in her pelvic area. It was noted that the patient was checked for a bladder infection. The results were not known. It was reported that the patient went to her hcp's office to be catheterized and 600 cc's of fluid were removed. The patient was to turn stimulation off until her next appointment, in (B)(6), additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): lead model 3039-28, lot# v880221, implanted: 2012-(B)(6), explanted: na; programmer model 3037, serial# (B)(4).

Event description:
Additional information indicated that the patient still had concerns with her device or therapy, but she was working with her physician to resolve the issue.